Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and replaced tubing clamp. Subsequent testing did not identify further issues. The replaced device was returned to sorin group USA for further investigation. Visual inspection did not identify any abnormalities or defects, and the issue could not be reproduced during functional testing. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 erc tubing clamp alarmed and displayed an error message during a procedure. The error was cleared 3 times and each time the same error message each time. There was no report of patient injury.